Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the upper case was dented, the lower case and battery drawer were broken, the side bail covers were contaminated, the battery contacts were compressed, and the keyboard was scratched. Further analysis was performed on the pcb. This analysis found that a capacitor component on the pcb caused the battery removal test failure. Conclusion: confirmed failure mode caused by the capacitor failure. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found that the device would immediately shut off when the battery drawer was opened despite replacing the battery. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found that the device would immediately shut off when the battery drawer was opened despite replacing the battery. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.